Manufacturer narrative:
A ge representative evaluated the system and replaced the 12v power supply. System operates as intended.

Event description:
Customer reported that live display is blanking out completely. No patient injury was reported.